Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 at 2:00am, the patient was asleep and her boyfriend found her sweating and unconscious. He called emergency medical services. It was reported that the patient's blood glucose was low (no value provided) and the cgm was displaying a sensor error. The patient was treated with d10 and was not taken to the hospital. The patient's blood sugar stabilized after an hour and the sensor was replaced. At the time of the report, the patient was in normal condition. Data was provided for investigation. The problem of our hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.